Event description:
It was reported that a bd ultra-fine¿ ii insulin syringe had a deformed stopper which caused the inability to aspirate the insulin. This occurred twice, however, no patient impact reported. The following information was provided by the initial reporter, translated from spanish to english: I am writing to report failures in the bd ultrafine ii syringe for insulin, 30ui, 0.3mm caliber. Of a package of 10 units, 2 with crooked internal rubber -which makes it impossible to load the insulin dose correctly. The patient did not suffer any consequences because I discarded the syringes before using them.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ ii insulin syringe had a deformed stopper which caused the inability to aspirate the insulin. This occurred twice, however, no patient impact reported. The following information was provided by the initial reporter, translated from spanish to english: I am writing to report failures in the bd ultrafine ii syringe for insulin, 30ui, 0.3mm caliber. Of a package of 10 units, 2 with crooked internal rubber -which makes it impossible to load the insulin dose correctly. The patient did not suffer any consequences because I discarded the syringes before using them.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.